Event description:
It was reported that the tip of the stent began to deploy prior to insertion into the sheath introducer. At this time it was discovered that the toughy-borst valve was loose. The product was not used in the pt and there was no reported pt injury. The product was not returned for analysis. A device history record review was performed and showed that this lot of products met all requirements per the applicable mfg quality plan. This valve should be shipped in the closed position, which prevents the deployment of the stent prior to its intended time. The valve may have come loose during shipping, user handling or was not locked during mfg/packaging.